Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient came into his physicians office reporting that his "heart is racing intermittently." There was loss of capture on the left ventricular (lv) lead at the programmed output. The output on the lv lead was increased. The patient was followed up and again complained of not feeling well and diaphragmatic stimulation was noted. The physician decided to turn the lv lead off but the lead remains implanted. No further patient complications have been reported as a result of this event.